Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). The customer provided limited device-specific information. No batch number or return sample was available for evaluation. Without a batch reference number or a return sample, a manufacturing and technical assessment cannot be completed for the wrap involved in this case. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid all risks. There is not a product quality-related trend identified for the subclass adverse event /negligible-minor. The manufacturing operations employ quality control procedures, including in-process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. Reasonably suggest device malfunction?: yes. Severity of harm: s3. Site sample status: not received.

Event description:
Event verbatim [preferred term] I have been severely burn buy your product [thermal burn], , narrative: this is a spontaneous report from a contactable consumer or other non hcp. A patient of unspecified age and gender used thermacare heatwrap (thermacare lower back & hip) (device lot number ec7071, expiration date jul2021) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported they were severely burned by the product. The patient reported they did seek medical attention (unspecified). Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). The customer provided limited device-specific information. No batch number or return sample was available for evaluation. Without a batch reference number or a return sample, a manufacturing and technical assessment cannot be completed for the wrap involved in this case. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid all risks. There is not a product quality-related trend identified for the subclass adverse event /negligible-minor. The manufacturing operations employ quality control procedures, including in-process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. Reasonably suggest device malfunction?: yes. Severity of harm: s3. Site sample status: not received. No follow-up attempts are possible. No further information is expected.